Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. The most likely root cause of lot# ps2547 read low in meter glucose readings is due to returned strip covers being indented and as a result, returned strips produced low blood glucose. The strip covers may have been bent probably by customer mishandling the strips.

Event description:
Customer complains of low results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 90-120mg/dl fasting. Verified the strips expire 10/26/2018. Customer confirms the strips have been stored in the kitchen and were first opened 4/11/2016. Reviewed meter memory: (B)(6). Customer is concern with the blood result that was taken on (B)(6) 2015 at 1:10pm 80mg/dl , at 9:50pm 75mg/dl , at 8:27am 66mg/dl. Customer states that the low results started two days ago. Customer is taking victoza , novalog and actose. Check meter memory and the time and date is not set correctly.